Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3, reference MFR. Report#3006705815-2018-00853, reference MFR. Report#3006705815-2018-00855. It was reported the patient experienced ineffective stimulation following an excessive vomiting caused by unrelated illness. In turn, the leads had migrated. As a result surgical intervention was undertaken where in the leads were explanted and replaced with another model which resolved the issue. Reportedly, effective stimulation was restored postoperatively. It is unknown which device is related to the issue. Therefore all the possible devices are being reported.